Event description:
Resident was on the bathroom floor when she was attached to the floor lift. The caregiver lifted the patient to clear the commode and to place her in the bed. The lift got stuck in the doorway. The caregiver attempted to lower the lift with the emergency down ratchet. As soon as the red ratchet handle was lifted, the actuator pin popped out. The lift arm and the resident dropped to the floor. Reference MFR report # (B)(4).